Manufacturer narrative:
Additional information: h6 (add code), h11. H11: a review of the event history log (ehl) revealed infusion at recommended parameters. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed flow rate accuracy testing with an error percentage of 0.8725%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused. This was further reported as "it took twice as long to infuse as it should have." There was no report of patient injury or medical intervention associated with this event. No additional information is available.